Manufacturer narrative:
(B)(4). Date sent: 04/02/2020.

Manufacturer narrative:
(B)(4). Date sent: 04/09/2020. D4: batch # t5cf7p. Device analysis: the analysis results found that the cdh29p device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The anvil was reattached to assess the experience that anvil remained in the patient. It was observed that the anvil did not detach within 3 rotations. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a colostomy reversal, the device worked fine, but when removing device, the anvil remained within the patient's colon. It was retrieved with ease to complete the case. There were no patient consequences.